Event description:
It was reported that during a venous balloon angioplasty a balloon rupture occurred. The 75% stenotic, 2mm x 18mm, de novo lesion was located in the non-tortuous and non-calcified esophagus. An unspecified 10f arterial sheath and zipwire guidewire were placed. During imaging with an imageii angiography catheter stenosis was observed in the left iliac vein. The zipwire guidewire was replaced with a 260cm amplatz guidewire and then the imageii angiography catheter was removed. A 12-4/5.8/120 xxl vascular angioplasty balloon catheter was advanced to the lesion and during dilation the balloon ruptured at 5atm on the first inflation. Resistance was met during removal so the physician cut the ¿proximal of the balloon catheter¿s push rod short¿ and then withdrew the balloon catheter and guidewire. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.

Manufacturer narrative:
Device evaluated by MFR: a visual examination of the device observed no damage to the shaft of the device. A microscopic examination of the balloon material observed a longitudinal tear from the distal bond 4mm proximal in length. The device was returned without the hub. No other damage was noted to the device. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable root cause is operational context as device performance was limited due to anatomical/procedural factors. (B)(4).

Manufacturer narrative:
(B)(4).

Event description:
It was reported that during a venous balloon angioplasty a balloon rupture occurred. The 75% stenotic, 2mm x 18mm, de novo lesion was located in the non-tortuous and non-calcified esophagus. An unspecified 10f arterial sheath and zipwire guidewire were placed. During imaging with an imageii angiography catheter stenosis was observed in the left iliac vein. The zipwire guidewire was replaced with a 260cm amplatz guidewire and then the imageii angiography catheter was removed. A 12-4/5.8/120 xxl¿ vascular angioplasty balloon catheter was advanced to the lesion and during dilation the balloon ruptured at 5atm on the first inflation. Resistance was met during removal so the physician cut the ¿proximal of the balloon catheter¿s push rod short¿ and then withdrew the balloon catheter and guidewire. The procedure was completed with another of same device. No patient complications were reported and the patient status was stable.